Event description:
A caller to the distributor's helpline stated pt inserted the test into their vagina, cutting the inside of their vagina. The caller who claimed to be the patient's family member stated they did not have the test and could not provide the lot number or expiration date. They did not want to leave contact information. They stated patient was seen in the clinic and was treated with "salve" for the tear in their vagina.